Manufacturer narrative:
The lot number for the device was provided. A review of the device history records was performed. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The sample has been returned for evaluation and the investigation is currently underway.

Manufacturer narrative:
The sample was returned for evaluation. Although crossed filter arms were not observed on the returned filter sample, images were provided for evaluation. One cd displaying fluoroscopic and digital subtraction images was received and reviewed. Prior to filter placement, a vena cavagram shows the ivc to be straight and parallel to the spine. After deployment from the right jugular direction, the filter appears to be vertically oriented with the apex at the level of the inferior endplate of l1. Two filter arms are noted to be crossed together at the distal ends and are not expanded to the caval wall. All other limbs are expanded and appear normally configured. The filter is seen being withdrawn into the introducer sheath from the jugular direction and three (3) minutes later, another filter was placed in the ivc at the level of l2-l3. All limbs appear open and normally configured. Based on the images provided, crossed filter arms can be confirmed. The root cause could not be determined based upon available information. The current IFU (instructions for use) states' precautions: anatomical variances may complicate filter insertion and deployment. Careful attention to these instructions for use can shorten insertion time and reduce the likelihood of difficulties. Ensure that the introducer and the delivery device hubs are snapped together and that the system has been positioned for optimal placement before deploying the g2x filter. Do not deliver the filter by pushing on the handle rather retract the introducer hub to properly deploy the g2x filter. Potential complications: failure of filter expansion/incomplete expansion.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. Medical records were not provided. Image review was performed. Based on the image review, two filter arms are noted to be crossed together at the distal ends and are not expanded to the caval wall. All other limbs are expanded and appear normally configured. The investigation is confirmed for twisted filter arms. However, the investigation is inconclusive for filter limb perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: precautions: anatomical variances may complicate filter insertion and deployment. Careful attention to these instructions for use can shorten insertion time and reduce the likelihood of difficulties. Ensure that the introducer and the delivery device hubs are snapped together and that the system has been positioned for optimal placement before deploying the g2x filter. Do not deliver the filter by pushing on the handle, rather retract the introducer hub to properly deploy the g2x filter. Potential complications: failure of filter expansion/incomplete expansion. (Expiry date: 03/2013).

Event description:
It was reported that upon deployment, the limbs of an ivc filter were twisted and did not open as intended. The physician attempted to release the limbs; however, the limbs remained twisted. The filter was successfully retrieved through the jugular vein using a recovery cone. Another ivc filter was then implanted using the same jugular access site without further incident. No report of injury to the patient. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter and its struts perforated the into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported that upon deployment, the legs of an ivc filter were twisted and did not open as intended. The physician attempted to release the legs; however, the legs remained twisted. The filter was successfully retrieved through the jugular vein using a recovery cone. Another ivc filter was then implanted using the same jugular access site without further incident. No report of injury to the patient.